Manufacturer narrative:
Received 1 opened/used simplera sensor/one simplera serter returned and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none were found. The unit was not able to advertise through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Then, proceeded to disassemble the simplera sensor using the roland cnc-machine (mdx-50). Performed a visual inspection using the sciencescope macroscope (cc-sjunt-4k-af), inspected the simplera pcba board for any shot circuit, physical or moisture anomalies and none was found, also inspected the batteries for warping and none was found on both batteries. The unit was able to pass the advertise test (the blue dongle download station) using the hardware download station (dut) as a power source. The problem was isolated to (battery/power subsystem circuit problem 1.37v total). Then utilize the hw download station. An ¿error¿ event was found on the trace file, no escalation needed due to it was found within the parameters. Powerdownstate event within a second before error event. Error event has the following details: filename: ..\..\source\functional\rf_ble\lib_nxphost\src\lib_nxphost_advertising.c line: 116 errordata: 268 the unit was able to download trace and termination result (using ble). First term reason: noisetermination. First term reason descriptor: sensor experienced decreased signal to noise ratio. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. In conclusion: the customer complaint of change sensor alert/alarms is confirmed. Problem isolated to the battery/power circuit problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor issue failure. The customer reported no adverse event. The event involved product(s) mmt-5100clxp. Troubleshooting was not performed. Customer reports receiving sensor alert. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-5100clxp was requested and customer responded the device was returned.